Event description:
The customer obtained a reproducible, vitros hbsag quality control result within retest range (hbsag result= 1.19, 1.01, retest vs. Expected result <0.59 s/c, negative) from an hbsag negative control fluid run on two different vitros eci systems. Additionally, the customer observed an increased number of patient results within retest range. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, repeat testing algorithm was used on the patient samples within retest range. There was no report that patient results obtained during the time frame of the event were affected or reported from the laboratory. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that a reproducible, vitros hbsag quality control result was obtained within retest range from an hbsag negative control fluid run on two different vitros eci systems. The root cause of this event is particulate filter being inadvertently installed in the instrument vac location. The event occurred because ocd had inadvertently packaged the particulate filters in vac sales cartons. The issue was not detected by the user prior to use. Following the replacement of the particulate filter with vac, quality control results were returned to expected performance. The issue has been communicated to customers through customer letter cl12-316. The FDA's (B)(4) district office was notified of this issue on 20-december-2012 per recall number 1319681-12/20/2012-001-c.